Event description:
The patient is s/p [status post] diagnostic laparoscopic repair with collis gastroplasty on [date redacted] with uncomplicated postoperative course prior to discharge on [date redacted] - the next day. The patient represented to the emergency department on [date redacted] - approximately one month after surgery, for evaluation of progressive dysphagia, generalized weakness, and intermittent n/v [nausea/vomiting] limiting po [oral] intake and ability to advance diet beyond liquids at home. Upon presentation to the ed, patient afebrile and hemodynamically stable. Cbc with elevated wbc and CT abd/pel [abdomen/pelvis] concerning for persistent vs recurrent para-esophageal hernia. Given patient's inability to tolerate po and generalized weakness, the patient was admitted for IV hydration and nutrition evaluation. On hospital day 1, the patient underwent an upper gi which revealed a postsurgical leak. Patient made npo [nothing by mouth] and started on antibiotics with transfer to [redacted] on [date redacted] - the next day after admission, for further evaluation and treatment. On [date redacted] - two days after admission, the patient was taken to the or where a large food bolus and small failure of the collis gastroplasty staple line with free staples were noted. Patient underwent esophageal stent placement, peg [percutaneous endoscopic gastrostomy] tube placement and washout and was transferred to ICU for recovery with ID [infectious disease] consulted for antibiotic plan. Patient returned to the operating room on [date redacted] - 5 days after admission, for stent repositioning with fluoroscopy d/t [due to] stent migration. The surgery went well but recovery c/b afib [complicated by atrial fibrillation] for which ep [electrophysiology] was consulted and resolved with medication management. Patient progressed through post-op milestones and was discharged to a snf [skilled nursing facility] on [date redacted] tolerating tpn [total parenteral nutrition] and continuing on multiple antibiotics. Manufacturer response for stapler, ethicon (per site reporter). Reeducation initiative and vendor presence across system.